Event description:
It was reported that bd preset¿ arterial blood collection syringe was missing it's IV needle shield. No patient impact reported.

Manufacturer narrative:
E1 - initial reporter first name: unknown. E1 - initial reporter last name: unknown. E1 - initial reporter phone number: unknown. H6 - investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure modes for bent cannula and missing IV shield were observed. The customer sample was evaluated by visual examination and the indicated failure modes for bent cannula and missing IV shield with the incident lot were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of bent cannula and missing IV shield were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes bent cannula and missing IV shield. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.